Event description:
Concomitant device reported: unknown reamer (part # unknown, lot # unknown, quantity # 1), tfna fenestrated screw (part # 04.038.190s, lot # h673853, quantity # 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5, d11: updated concomitant devices. H11 corrected data: d7: part of the screw remained in the patient¿s bone; device not considered explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A ten to fifteen (10-15) minute surgical delay was noted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown distal locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a revision surgery on (B)(6) 2019, an event occurred where the distal locking screw had broke into two pieces. It was noted the screw head was removed but the distal portion remained in the patient. The fragment left behind in the bone would not allow a reaming rod to pass through the bone. Additionally, an issue occurred with an extraction screw. The screw was not mating properly with the nail or the extraction device. No threads were available for engagement due to blocking of the cannulation by an unknown object. Resolved by advancing the object to expose proximal nail threads so they could then engage the extraction instrument. A 10-15 surgical delay was noted. Concomitant device reported: unknown reamer (part # unknown, lot # unknown, quantity # 1). This is report 3 of 3 for (B)(4). The complaint is for an unknown distal locking screw. This complaint captures the intraoperative event and is linked to (B)(4)the post operative event/revision surgery.